Event description:
Customer stated that the inform meter has a battery critically low and the green light will not come on when it is docked. Customer noticed that the pins looked discolored and a few pins were missing. Upon review by the investigation unit, it was discovered that pins 3 and 4 were melted and burned. Requested return of suspect device and replacement was sent.